Event description:
The following has been reported: biomed reported: (B)(6): cannot recognize cassette. I tried a new cassette however I still got the same error message. I have uploaded the logs. The pins are clean for the pump with the cassette problem. No patient of user harm was reported and no report of stopped infusion. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a

Event description:
The device was returned for set ID failure. The pump was functioning normally during testing and performed mock infusions as expected. An internal investigation was done and there was no damage identified. Cassette was loaded and unloaded several times but no error could be reproduced.